Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy procedure, while initiating of proceedings, there was a hole in the balloon. The balloon did not inflate. The device was replaced to complete the case and resolve the issue. There was no patient injury.